Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified iliac artery. After the guidewire passed through the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a 7.0 x 40, 75cm non-bsc balloon catheter. There were no patient complications reported.